Event description:
The physician was attempting to deploy a 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion located in the rca with little calcification and 90% stenosis. It was reported that the lesion was pre-dilated and that 80% stenosis remained. Force was used to advance to the lesion, however the stent could not cross. When the stent was removed from the patient, the stent was noted to be damaged. The lesion was further pre-dilated; however it was decided not to use another stent. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 9th and 10th distal stent segments were raised and deformed. The distal tip was slightly flared.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis after pre-dilation), failure to follow instructions (use of force). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis after pre-dilation). (B)(4).